Event description:
The physician noted that upon deflation of a 2.75 x 15mm dura star balloon, he could not remove the balloon from the guiding catheter. The physician then used a second wire in order to provide leverage to remove the dura star balloon from the guiding catheter. After the procedure, the physician complained about the durastar's unacceptable deflation profile, which ultimately caused the removal difficulty of the balloon from the guiding catheter.

Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.